Manufacturer narrative:
Device passed the self test. Device was received with a pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Pump error 130 unknown. Pump error 43 unknown. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm. Customer¿s blood glucose level was 111 mg/dl. Customer also stated that they received motor safety circuit failed test alarm during rewind and customer was able to clear the alarm. The insulin pump was exposed to high magnetic field. Displacement verification test was failed. The insulin pump will be returned for analysis.